Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, the device did not fire. They then used another device to resolve the issue. There was no patient injury.